Manufacturer narrative:
Pain is a known potential adverse event of coolsculpting treatment. The effect of performing coolsculpting treatments on areas with minimal underlying muscle mass and/or superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. A supplemental report will be submitted if additional information is obtained. Abbvie medical safety to be prolonged pain which is a pain on the treatment area or nerve path/dermatomal distribution lasting 2 months or longer. The effect of performing coolsculpting treatments on areas with minimal underlying muscle mass and/or superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. In this case it is reasonable to suggest the device may have caused or contributed to this event however unable to determine severity of harm at this time.

Event description:
Allergan aesthetics received a report from a field sales representative on a patient who received coolsculpting treatment to the abdomen and presented with prolonged pain. A review of the information currently available in the complaint record was conducted. Based on this review, it was reported that the patient experienced bruising and prolonged pain to abdomen for greater than five months from coolsculpting treatment. The alleged prolonged pain to the abdomen [and bruising (which is a low severity and not reportable event)] approximately five months post coolsculpting treatment was determined by abbvie medical safety to be prolonged pain which is a pain on the treatment area or nerve path/dermatomal distribution lasting 2 months or longer.

Event description:
Originally, allergan aesthetics received a report from a field sales representative on a patient who received coolsculpting treatment to the abdomen and presented with prolonged pain. A review of the information currently available in the complaint record was conducted. Based on this review, it was reported that the patient experienced bruising and prolonged pain to abdomen for greater than five months from coolsculpting treatment. The alleged prolonged pain to the abdomen [and bruising (which is a low severity and not reportable event)] approximately five months post coolsculpting treatment was determined by abbvie medical safety to be prolonged pain which is a pain on the treatment area or nerve path/dermatomal distribution lasting 2 months or longer. Medical report (B)(4) was completed and based on the information provided and without the ability to obtain additional information the report of pain and hematoma at approximately 5 months post cs treatment is likely to be temporary in nature and expected to self-resolve. In this case in the absence of medical intervention, the event of prolonged abdominal pain and hematoma do not meet the criteria of a serious injury. It is reasonable to suggest the device did cause or contribute to these events. The MDR can be retracted.

Manufacturer narrative:
Correction: b5, h11. Subsequent to the submission of initial medwatch, medical report (B)(4) was completed and based on the information provided and without the ability to obtain additional information the report of pain and hematoma at approximately 5 months post coolsculpting treatment is likely to be temporary in nature and expected to self-resolve. In this case in the absence of medical intervention, the event of prolonged abdominal pain and hematoma do not meet the criteria of a serious injury. It is reasonable to suggest the device did cause or contribute to these events. The MDR [MFR. Report # (report ref #): 3007215625-2025-00518-00] can be retracted.